Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was determined as the segmentation of the CT scan was done incorrectly. This mistake resulted with a mirror image of the left elbow, essentially making it a right elbow. Device incorrectly prepared for use caused reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was to undergo an initial left elbow procedure with custom implant ordered through pmi. Subsequently, pmi sent a right custom implant instead of a left and the procedure could not be completed. Attempts have been made and additional information on the reported event is unavailable at this time.